Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a damaged pin detector inside the connector socket. In addition, turret unit damage, chassis bent, front panel racked, and missing screw were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source front panel blinks. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged pin detector inside the connector socket/faulty scope detection switch could not be identified. The event can be detected/prevented, by following the instructions for use, which state: [important information, please read before use]: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection]: never apply excessive force to connectors. This could damage the connectors. [3.3 installation of equipment]: place the light source on a stable, level surface using the foot holders (maj-1205). Otherwise, the light source may topple down or drop. And operator or patient injury may occur, or equipment damage can result. Olympus will continue to monitor field performance for this device.